Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event.